Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with information to reset the pump and assisted with the process. After the reset, the malfunction did not recur, and the customer was informed to continue using the pump and to reach out again if the issue reoccurred.